Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Husband states wife was sweating on (B)(6) 2015 at 3:00am, blood glucose result was 57 mg/dl. Husband gave her sugar ball, sandwich, strawberry jam, peanut butter, and 1 unit of humalog. She was not able to self- treat. A request was made for the return of the meter and strips, replacement sent.